Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient noticed that her right breast implant was deflated spontaneously and requested to proceed with a bilateral implant exchange surgery. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses ( catalog #: 3504001bc , left serial #:(B)(4), right serial #:(B)(4) on (B)(6) 2020. This report is for the left-sided prosthesis.